Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was returned to our fisher & paykel heathcare (f&p) service centre in california, where is was inspected by a trained f&p service technician. The device was repaired and returned to the customer. Result: functional testing of the complaint humidifier confirmed that the audible alarm was not working properly. Conclusion: we are unable to determine the cause of reported event. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor in reported on behalf of a healthcare facility in illinois an issue with a mr850 respiratory humidifier. Upon device servicing at the service center in california, it was discovered that the audible alarm was not functioning properly. There was no patient involvement.